Event description:
General report received of an unspecified number of undocumented incidents of backflow of solution. The primary tubing sets and the secondary tubing sets were being used to deliver unspecified solutions. After unspecified lengths of time in use, backflow of solutions from the primary containers into the secondary lines were noted. There were no reported adverse patient effects. No medical interventions were reported. Thought requested, no further information was available.

Manufacturer narrative:
The devices were discarded.